Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the tip of the cat6 became kinked while being inserted in the patient; therefore it was removed. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat6 was kinked in multiple locations along the distal shaft. Conclusions: evaluation of the returned device confirmed it was kinked in the distal shaft. This type of damage typically occurs due to forceful advancement of the cat6 against resistance. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Cat6 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(6).